Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis"), menstruation irregular ("irregular menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal infection, menstruation irregular and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstruation irregular, pelvic pain and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("severe pelvic pain") and ovarian cyst ("multiple cyst on ovary") in a 40-year-old female patient who had essure (batch no. 100366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("right back area pain") and vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"). The patient was treated with surgery (unilateral salpingooopherectomy right), essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the ovarian cyst, vaginal infection, menstruation irregular, vaginal discharge, trichomoniasis, vaginal haemorrhage, back pain and vulvovaginitis trichomonal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received: new events: vaginal haemorrhage, vulvovaginitis trichomonal were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("severe pelvic pain") and ovarian cyst ("multiple cyst on ovary") in a 36-year-old female patient who had essure (batch no. 100366- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (unilateral salpingooopherectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the ovarian cyst, vaginal infection, menstruation irregular, vaginal discharge, trichomoniasis, vaginal haemorrhage, back pain, vulvovaginitis trichomonal, depression, anxiety, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received event " abdominal pain" was added. Concomitant drug were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("severe pelvic pain") and ovarian cyst ("multiple cyst on ovary") in a 36-year-old female patient who had essure (batch no. 100366- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concomitant products included ibuprofen from (B)(6) 2017 and steroid antibacterials. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (unilateral salpingooopherectomy right), surgery (laparoscopic salpingectomy) and surgery (unilateral salpingooopherectomy right). Essure was removed on 2-feb-2017. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the ovarian cyst, vaginal infection, menstruation irregular, vaginal discharge, trichomoniasis, vaginal haemorrhage, back pain, vulvovaginitis trichomonal, depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received.concomitant drug added. Events depression, mental anguish and menorrhagia added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), ovarian cyst ("multiple cyst on ovary") and pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. 100366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In june 2012, the patient had essure inserted. In september 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (unilateral salpingooopherectomy right), surgery and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian cyst, vaginal infection, menstruation irregular, vaginal discharge and trichomoniasis outcome was unknown and the pelvic pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-dec-2012: total bilateral occlusion. Ultrasound scan vagina - on 4-dec-2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, events- dysmenorrhea (cramping), vaginal discharge, infection (other) trichomonos, multiple cyst on ovary were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('severe pelvic pain') and ovarian cyst ('multiple cyst on ovary') in a 36-year-old female patient who had essure (batch no. 100366-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type ii diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), abdominal pain ("abdominal area pain") and hypersensitivity ("allergic reaction"). The patient was treated with metronidazole (flagyl), paracetamol (acetaminophen) and surgery (unilateral salpingooophorectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dyspareunia, dysmenorrhoea, vaginal discharge, trichomoniasis, vaginal haemorrhage, vulvovaginitis trichomonal and menorrhagia had resolved and the ovarian cyst, menstruation irregular, back pain, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012 and removal date is (B)(6) 2017. She had been treated for pain, bleeding, , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right corneal angle still contained the esher device after previous right tube and essure removal'), fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('severe pelvic pain') and ovarian cyst ('multiple cyst on ovary') in a 36-year-old female patient who had essure (batch no. 100366-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cyst. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type ii diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), abdominal pain ("abdominal area pain") and hypersensitivity ("allergic reaction"). The patient was treated with metronidazole (flagyl), paracetamol (acetaminophen) and surgery (robotic laparoscopic essure removal, unilateral salpingooopherectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ovarian cyst, menstruation irregular, back pain, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown and the pelvic pain, vaginal infection, dyspareunia, dysmenorrhoea, vaginal discharge, trichomoniasis, vaginal haemorrhage, vulvovaginitis trichomonal and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coils seen. As per pfs insertion date is (B)(6) 2012 and removal date is (B)(6) 2017. She had been treated for pain, bleeding, , bladder/urinary problems. Discrepancy noted in removal date- (B)(6) 2019. As per mr: (B)(6) 2017: removal of right ovary and tube with essure device present in right tube. (B)(6) 2019: robotic laparoscopic essure removal, left ovarian cyst, right essure explant, left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimens: right ovary and tube with essure device present in right tube.; on (B)(6) 2019: specimen source: a. Left ovarian cyst, b. Right essure explant, and c. Left essure device. Clinical information: diagnosis: pelvic pain and ovarian cyst procedure: robotic laparoscopic essure removal gross examination:right essure explant: received fresh is a cylindrical pink-tan soft tissue fragment measuring 2.5 cm in length and 0.8 cm in diameter, and will be inked blue. Within the lumen of the specimen is a coiled wire that measures 3.5 cm in length and 0.3 cm in diameter. Left essure device: received fresh is a cylindrical pink-tan soft tissue fragment measuring 3.4 cm in length and 0.7 cm in diameter. A coiled wire is identified in the lumen that measures approximately 14.0 cm in length and less than 0.1 cm in diameter.. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2019: findings: a single view of the pelvis demonstrates no evidence of fracture or dislocation. Bilateral essure devices noted. Lot # 100366- invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right corneal angle still contained the esher device after previous right tube and essure removal'), fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('severe pelvic pain') and ovarian cyst ('multiple cyst on ovary') in a 36-year-old female patient who had essure (batch no. 100366-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cyst. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type ii diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), abdominal pain ("abdominal area pain") and hypersensitivity ("allergic reaction"). The patient was treated with metronidazole (flagyl), paracetamol (acetaminophen) and surgery (robotic laparoscopic essure removal, unilateral salpingooopherectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ovarian cyst, menstruation irregular, back pain, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown and the pelvic pain, vaginal infection, dyspareunia, dysmenorrhoea, vaginal discharge, trichomoniasis, vaginal haemorrhage, vulvovaginitis trichomonal and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coils seen. As per pfs insertion date is (B)(6) 2012 and removal date is (B)(6) 2017. She had been treated for pain, bleeding, , bladder/urinary problems. Discrepancy noted in removal date- (B)(6) 2019 as per mr: (B)(6) 2017: removal of right ovary and tube with essure device present in right tube. (B)(6) 2019: robotic laparoscopic essure removal, left ovarian cyst, right essure explant, left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6)2017: specimens: right ovary and tube with essure device present in right tube.; on (B)(6) 2019: specimen source: a. Left ovarian cyst. B. Right essure explant. C. Left essure device. Clinical information: diagnosis: pelvic pain and ovarian cyst. Procedure: robotic laparoscopic essure removal. Gross examination:right essure explant: received fresh is a cylindrical pink-tan soft tissue fragment measuring 2.5 cm in length and 0.8 cm in diameter, and will be inked blue. Within the lumen of the specimen is a coiled wire that measures 3.5 cm in length and 0.3 cm in diameter. Left essure device: received fresh is a cylindrical pink-tan soft tissue fragment measuring 3.4 cm in length and 0.7 cm in diameter. A coiled wire is identified in the lumen that measures approximately 14.0 cm in length and less than 0.1 cm in diameter.. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2019: findings: a single view of the pelvis demonstrates no evidence of fracture or dislocation. Bilateral essure devices noted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- rcc, reporter information and medical history added. New event added- device breakage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right corneal angle still contained the esher device after previous right tube and essure removal'), fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('severe pelvic pain') and ovarian cyst ('multiple cyst on ovary') in a 36-year-old female patient who had essure (batch no. 100366-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cyst. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type ii diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), abdominal pain ("abdominal area pain") and hypersensitivity ("allergic reaction"). The patient was treated with metronidazole (flagyl), paracetamol (acetaminophen) and surgery (robotic laparoscopic essure removal, unilateral salpingooopherectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, ovarian cyst, menstruation irregular, back pain, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown and the pelvic pain, vaginal infection, dyspareunia, dysmenorrhoea, vaginal discharge, trichomoniasis, vaginal haemorrhage, vulvovaginitis trichomonal and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coils seen. As per pfs insertion date is (B)(6) 2012 and removal date is (B)(6) 2017. She had been treated for pain, bleeding, , bladder/urinary problems. Discrepancy noted in removal date- (B)(6) 2019. As per mr: (B)(6) 2017: removal of right ovary and tube with essure device present in right tube. On (B)(6) 2019: robotic laparoscopic essure removal, left ovarian cyst, right essure explant, left essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimens: right ovary and tube with essure device present in right tube.; on (B)(6) 2019: specimen source: a. Left ovarian cyst. B. Right essure explant. C. Left essure device. Clinical information: diagnosis: pelvic pain and ovarian cyst. Procedure: robotic laparoscopic essure removal gross examination:right essure explant: received fresh is a cylindrical pink-tan soft tissue fragment measuring 2.5 cm in length and 0.8 cm in diameter, and will be inked blue. Within the lumen of the specimen is a coiled wire. That measures 3.5 cm in length and 0.3 cm in diameter. Left essure device: received fresh is a cylindrical pink-tan soft tissue fragment measuring 3.4 cm in length and 0.7 cm in diameter. A coiled wire is identified in the lumen that measures approximately 14.0 cm in length and less than 0.1 cm in diameter. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2019: findings: a single view of the pelvis demonstrates no evidence of fracture or dislocation. Bilateral essure devices noted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('severe pelvic pain') and ovarian cyst ('multiple cyst on ovary') in a 36-year-old female patient who had essure (batch no. 100366- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: yaz. Concurrent conditions included type ii diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), glibenclamide (glyburide), ibuprofen from (B)(6) 2012 to (B)(6) 2017, naproxen sodium (aleve tablet) and steroid antibacterials. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("right back area pain"), vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"), abdominal pain ("abdominal area pain") and hypersensitivity ("allergic reaction"). The patient was treated with metronidazole (flagyl), paracetamol (acetaminophen) and surgery (unilateral salpingooopherectomy right and laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, dyspareunia, dysmenorrhoea, vaginal discharge, trichomoniasis, vaginal haemorrhage, vulvovaginitis trichomonal and menorrhagia had resolved and the ovarian cyst, menstruation irregular, back pain, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012 and removal date is (B)(6) 2017. She had been treated for pain, bleeding, , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event added-allergic reaction. Event outcome for bleeding, bladder/urinary problem changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pelvic pain ("severe pelvic pain") and ovarian cyst ("multiple cyst on ovary") in a 40-year-old female patient who had essure (batch no. 100366- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and trichomoniasis ("infection (other) trichomonos"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("right back area pain") and vulvovaginitis trichomonal ("infection (other) describe: trichomonal vaginitis"). The patient was treated with surgery (unilateral salpingooopherectomy right), surgery (laparoscopic salpingectomy) and surgery (unilateral salpingooopherectomy right). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the ovarian cyst, vaginal infection, menstruation irregular, vaginal discharge, trichomoniasis, vaginal haemorrhage, back pain and vulvovaginitis trichomonal outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menstruation irregular, ovarian cyst, pelvic pain, trichomoniasis, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: l 3 coils seen (left).r 3 coil s seen. As per pfs insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.